Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there patient consequences? If yes, please explain. There is no direct negative impact on the patient however, the procedure took longer than expected, and the sutures utilization were higher than necessary because of the needle detachment. Please confirm if the device is available for product analysis. If yes, kindly provide us with the shipping status and shipment tracking details yes, we have collected one sample for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by ¿the sutures utilization were higher than necessary¿. Did more than 1 suture pull off during the procedure? If yes, please provide the quantity of sutures that pulled off. Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? Status of device return?

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, needle-thread detachment occurred while making the anastomosis. There were no adverse patient consequences, however, the procedure took longer than expected, and the sutures utilization were higher than necessary because of the needle detachment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/9/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ what is meant by ¿the sutures utilization were higher than necessary¿. Did more than 1 suture pull off during the procedure? If yes, please provide the quantity of sutures that pulled off. The number of detachments vary from 2-4 detachments per case. ¿ was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. No direct impact on the patients¿ health ¿ was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No ¿ what is the patient¿s current status? Good ¿ status of the device being returned? Two samples of the detached needle and thread have been returned, and according to the website, the samples have been delivered. H3 investigational summary: the product was returned to ethicon for evaluation. Two detached needles, one suture piece, and three needle suture pieces were received for analysis. The product code ep8704h is double-armed. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was found. The suture piece was inspected along the strand, and the insertion mark could be observed; meanwhile, the other end was noted to be cut, likely by a surgical instrument. The force used to detach the needle from the suture could not be determined. In addition, the three needle suture pieces were visually inspected, and the swage and attachment area were noted to be as expected. The sutures were examined, and the ends were found to be cut, likely by a surgical instrument. Wavy sutures and crimping marks were present on the strands. The other sections of the suture were not returned for evaluation. The functional test was performed on the needle suture pieces using instron equipment, and the pull force exceeded the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.